Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
Doctor reported to a lensar clinical application specialist that the system made the intelliaxis marks on the wrong axis for 2 different patients.

Manufacturer narrative:
From the investigation we determined the user did not select compute axis from (B)(4) software. Because of this, the user was required to input the axis location where they want the intelli axis marks to be located. Clinical applications communicated with the doctor and the option is now selected at the site. During a post-operative clinical follow the doctor reported that the iol was rotated and no additional treatment was necessary. Root cause: user error.

Event description:
Doctor reported to a lensar clinical application specialist that the system made the intelliaxis marks on the wrong axis for 2 different patients.